Manufacturer narrative:
The insulin pump passed displacement test, excessive no delivery test, and prime test. No unexpected no delivery alarms noted. The device had intermittent buttons due to light moisture damage to keypad traces. The device had minor scratches on lcd window, cracked case at display window corners, and battery tube threads.

Event description:
It was reported that the customer received recurring no delivery alarms. The customer's blood glucose level was not reported. The buttons were sometimes unresponsive. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.